Event description:
An ICD patient (who refused home monitoring) came to the hospital because of frequent shock activation. The lead was removed due to the appearance of noise in the vp. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 49 cm proximal to the lead tip. Only the distal lead fragment was returned and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted, which can be considered to be the root cause of the clinical observation. The insulation was found rubbed through 6.5 cm proximal to the lead tip which can be considered the root case for the reported oversensing with shock deliveries. Furthermore, calcified tissue was noted around the ring electrode. Based on the characteristics of the damage it is reasonable to assume that the lead was subject to severe mechanical stress. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, such as calcified tissue which was found on the lead body. Moreover, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead should be considered. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. Further analysis showed extraction damages such as deformed fixation helix and shock coils. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.